Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
Related manufacturer reference number: 3006705815-2022-17136. It was reported that scs system never provided effective therapy. Patient refused add additional reprogramming. Surgical intervention was undertaken wherein the entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.